Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in original packaging was provided for evaluation. To replicate the reported defect of air in line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Thereafter, the sample was functional leakage tested, and no leakage was detected. Additionally, a measurement of the outer diameter of the pump segment was taken and found to be 0.152 inches, which meets the specification of 0.152-0.154 inches. Based on the investigation findings, the sample met internal specifications; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): air in line - not visible and unresolved." Patient was getting blood when the pump keeps saying air bubbles, even though there was no presence of bubble. Writer and other companion nurses and in charge nurse checked the line properly, there were no bubbles in the line. All the methods were tried to resolve the problem, even the pump was changed, but it did not work. The main problem was in tubing line. Impact to patient: delay in treatment, under dosing of ordered medication / fluids action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, other. Medication / fluid blood IV rate 108.5 no injury reported.